Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump and the touchscreen became cracked. Subsequently, an unspecified malfunction occurred. There was no impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.